Manufacturer narrative:
Improper techniques were identified. Improper techniques may lead to inaccurate results. Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at tine complaint was filed: date: (B)(6) 2013. Inratio meter = 1.6, reference = 2.5, mean = 2.05. Confidence limits = 1.5 - 2.7. The mean of the inratio meter and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. In-house therapeutic donor testing has been performed on reported lot 305773 on july 31, 2013. Results as follows: donor: (B)(4), inratio: 3.2, inratio: 3.1, inratio: 3.6, ref: 3.67, bias-thresh: 2.67 - 4.67, %cv: 8.02. Donor: (B)(4), inratio: 2.2, inratio: 2.1, inratio: 2.1, ref: 1.90, bias-thresh: 1.40 - 2.40, %cv: 2.71. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be rules out as a cause of the unexpected results. There have been a total of (B)(4) discrepant complaints have been reported for the production lot yielding a complaint rate of (B)(4). Due to this low occurrence rate, corrective action is not required at tis time as no product deficiency was established.

Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 1.5, lab: 2.5. Time between testing was reported as 30 minutes. Patient's therapeutic range is 2.0 - 3.0.